Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection, the broncho videoscope exhibited the outer coating of the light guide serpentine had peeled off more than (1-mm2). A root cause could not be identified. Based on the results of the investigation, the most likely cause of the observed event was degradation of the coating material due to wear and tear from usage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited the outer coating of the light guide serpentine had peeled off more than (1-mm2). There was no patient involvement.